Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device interrogation, it was revealed that this right atrial (ra) lead was causing muscle stimulation during high pacing output. Further, this ra lead loss its capture at maximum output and was sensing inappropriately at ventricular complexes. Thus, physician confirmed that this was due to ra lead dislodgement. The device was re-programmed to vv150. Additional information indicates that this ra lead was explanted. No additional adverse patient effects were reported. The ra lead was explanted.